Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified right common femoral artery (rcfa) using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, no suture was present when the plunger of the proglide device was removed at the rcfa, a cuff miss occurred. The sheath remained 7f at the rcfa. The sutures of two proglide devices were successfully pre-placed at the large-bore hole in left common femoral artery (lcfa) and the tavr procedure was completed. A non-abbott device was used to achieve hemostasis in the rcfa. Hemostasis was achieved with the pre-placed sutures in the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.